Event description:
It was reported that the implant was removed due to pain at the implant site.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Expiration date and unique identifier (UDI) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. Cal3736 (due: jun 7, 2023). Measurements were made to determine if the device matched print specification and it was confirmed to match the drawing specifications. No pre-existing conditions were noted on the product experience report (per) the patient was noted to have low density (type IV) bone. The reported device had been placed on tooth #13 for approximately 5 months and was placed on a previously grafted site. Complainant reported that the implant was removed due to pain at the implant site. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. The following sections have been updated: d4: expiration date, UDI. D9: device available for evaluation. H3: device evaluated by manufacturer. H4: device manufacture date . H6: evaluation codes . H10: additional narrative.